Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of taking a long time to print to a portable disk file and generating a overheating/serious programmer error message via a software log review and therefore the hard drive was reconfigured and the software reloaded. Analysis also found that the left and right keyboard hinges were broken and they were replaced. (B)(4).

Event description:
It was reported that the programmer took a long time to print to a portable disk file, 30 minutes or more for one patient file and that it was generating a overheating/serious programmer error message. The programmer was returned for service. No patient complications have been reported as a result of this event.